Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was inquiring what the symptoms are when a lead migrate or move. It was reported in the last month or two the patient symptoms had returned (patient was implanted for overactive bladder). The patient feels the same way as after the trial because their bladder was overactive again. It was noted that the patient felt stimulation. It was reported that the patient tried all programs and increased stimulation to the highest level of intensity but still does not have symptoms under control. It was noted that the patient saw the healthcare provider the day before reported event and the healthcare provider performed the cystoscopy on the patient to check if the patient had any infection etc. (Etcetera). And did not find anything. The patient was concerned if the leads might have migrated or moved. The patient healthcare provider did not check the leads or stimulator battery. The patient denied any falls or trauma. The patient inquired if laying on the back would cause the lead to migrate. It was noted that the patient noted when they lay on their back they feel a little pain where the tailbone located and where the wires were inserted.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3889-28, lot# va09eq2, implanted: (B)(6) 2013, product type: lead. (B)(4).